Manufacturer narrative:
Investigation results. As of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. The device quality and manufacturing history records (DHR) were checked for all available lot numbers and were within specifications valid at the time of production. There is one similar complaint against the lot number 51949663. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. The conclusion from the root cause analysis is that a systematic device deviation is unlikely, since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported that there was an issue with nx056z as vega ps tibial plateau cemented t3 it was reported on (B)(6) 2018, that as a result of having the product implanted, the patient has experienced pain, swelling, difficulty walking and loosening of the implant. After first revision surgery, patient continued to experience pain, swelling, difficulty walking and loosening of the implant, which resulted in a second revision surgery. The primary surgery occurred on (B)(6) 2015. With first revision in (B)(6) 2015, with another vega implant. The second revision surgery occurred on (B)(6) 2017, with an unidentified non aesculap implant. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event is filed under aag reference (B)(4). Involved components. Nx030z ps femur cemented f4 rt nn264z tibial obturator d14mm, l7mm nx043 universal patella p3 nx132 ps pe insert t3, 14mm the components listed are related to the primary surgery. It is unknown exactly which components were replaced in the first and second revision surgery.